Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the g5 mobile application shut down unexpectedly.  No additional event or patient information is available. Data was provided for evaluation. The report of the cgm app shutting down unexpectedly was confirmed via data. The root cause could not be determined.